Manufacturer narrative:
A field service engineer (fse) called the customer to address the reported event. The fse sent the customer a new wash bottle lid which resolved the issue. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 15jul2018 through aware date 15aug2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under chapter 7: error messages and flags states the following: 3019 - washer low: description: insufficient wash solution. Troubleshooting: replenish the diluent. 2015 - bf probe purge failure: description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The probable cause of the reported event was due to a faulty wash bottle cap.

Event description:
A customer reported getting error messages 3019 washer low and 2015 bf probe purge on the aia-360 instrument. The customer transferred the remaining wash, wash line, and sensor into a smaller container and the error no longer occurred. A doctor questioned some of the tsh results that were reported. The customer reran the two samples and the results were lower. All the tsh results after 4:00pm appeared to be higher than the patients earlier run. The customer also found that the wash container was empty, and they hadn't had any wash low flags. The customer used a new container of wash and removed the tubing and sensor while running one sample as a test and got a 3019 washer low error, but the results printed without flags. The wash tubing and sensor was removed from the wash container and primed two times without getting a wash low error. The third prime gave a 2015 bf probe purge error. The customer continued to run the instrument and monitored the wash level. There was no indication of patient intervention or adverse health consequences due to the discrepant thyroid stimulating hormone (tsh) results.